Manufacturer narrative:
The arterial sheath with the sheath stopper and arterial dilator was returned for investigation however, the flow controller was not returned. Upon microscopic inspection, it was observed that the pad printed numbers 2, and 3 on the arterial sheath body were missing and the number 1 was partially missing. The pad printed numbers 4 and 5 were intact. The root cause of the reported issue could not be conclusively determined upon device investigation. A review of the manufacturing records for this device was completed and there is no evidence to suggest that this device failed to meet specifications before distribution. It is possible that the missing pad-printed markings could occur from handling or interaction with another device. Silk road medical will continue to monitor for occurrences of similar events. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. A follow-up MDR will be submitted if additional information is received.

Event description:
It was reported that during a left transcarotid artery revascularization (tcar) procedure, the pad printed numbers 2 and 3 on the arterial sheath were not visible when accessing the common carotid artery (cca) via tunneling. The pad printed numbers were not inspected at the facility prior to use. Additional information obtained indicated that there was no resistance encountered while advancing the arterial sheath or anatomical factors such as tortuosity/calcium that could have contributed to the event. The tcar procedure was completed successfully with no reported health consequences or impact to the patient. This report is being submitted as a possible malfunction with the potential for serious injury if it were to recur.